Manufacturer narrative:
Additional information was received on 20jun2018. It was determined this MFR. Report : 1820334-2018-01669 and MFR. Report: 1820334-2018-01663 are duplicate reports. The same patient, same device, one complaint. The patient had 2 tumors, one in the left breast and 1 in the right breast. One hook was implanted correctly, the issue occurred for one breast only. This event will be filed under MFR. Report: 1820334-2018-01663. Please cancel MFR. Report: 1820334-2018-01669 as a duplicate complaint.

Manufacturer narrative:
(B)(4). PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a kopans modified breast lesion localization needle was not in the correct place for the surgeon. The patient was taken from the operating room to radiology where the radiologist placed a second marker. As reported, this incident caused a delay in the procedure, however, the patient did not experience any adverse effects due to this occurrence.